Event description:
Boston scientific crm received information that one day after the implant procedure, a revision procedure was performed to replaced this right ventricular (rv) lead with an active fixation lead. This rv lead had dislodged with high impedance measurements due to poor interface with the patient's heart. The revision procedure was completed without incident and no patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was subject to direct current resistance testing and passed on all paths, verifying its electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.